Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/20/2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it failed due to no voltage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.